Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. The insulin pump passed the displacement test and self test. The insulin pump was monitored and functioned properly. No frozen display or unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump froze. No further information reported.